Event description:
It was reported that a new ilet user experienced low blood glucose recorded at 68 mg/dl after waking, following an overnight period in range, and treated the event with oral glucose (soda). Troubleshooting and education were provided by customer care, including an explanation of algorithm behavior during early use and distribution of low glucose guidance. Investigation of this case revealed no device malfunction and an undetermined cause of hypoglycemia during initial adaptation of the algorithm. Symptoms included shaking/tremors and slightly blurred vision associated with hypoglycemia. Outcomes included resolution after self-treatment without need for emergency care or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.